Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, the deice was used to seal and divide tissue. The jaws of the device locked on tissue after one of the seals and the surgeon could not get the jaws to open. The surgeon cauterized around the device with a harmonic scalpel. There were no reported ill effects to the patient.

Manufacturer narrative:
The incident device and an unused device from the same lot were returned. Both devices were found to open and close without incident. The reported condition could not be duplicated. Valleylab issued a clinical hotline news bulletin to address this reported condition in january of 2006. The sales rep has been asked to review this information with the site.